Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. The customers blood glucose level was reported to be 198 mg/dl. The customer took a bolus via the pump. The customer was able to load a different cartridge successfully.

Manufacturer narrative:
.